Manufacturer narrative:
Add'l info regarding product eval is pending. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Actions taken: no add'l action is planned at this time. (B)(4).

Event description:
The nurse reported that the system didn't accept the cassette (3 attempts). The event occurred before a cataract surgery. The pt had received local anesthetic. The case was concluded with extracapsular cataract extraction. There were no injuries to the pt, but there was a 5 hour delay. Add'l info was requested.